Event description:
Machine passed pressure holding test pre patient treatment machine had been programmed to remove 4.5 kilo's from the patient at end of treatment machine read out that 4500 cc had been removed. Scale read that patient had up weight by 2.0 kilos upon evaluation of the 2008e machine, it was found that the ultrafiltration pomp had failed. There is no alarm on this to alert the operator, the patient required an extra treatment for fluid removal to preenet c.h.f.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.